Manufacturer narrative:
Patient's date of birth, age unavailable. Patient's gender unavailable. Patient's weight unavailable. Patient's ethnicity/race unavailable. Related mdrs: 1721279-2021-00155, 1721279-2021-00156, 1721279-2021-00157,1721279-2021-00158, 1721279-2021-00159. Relevant tests/laboratory data unavailable. Other relevant history unavailable. Device model number, lot number, catalog number, expiration date and UDI unavailable physician name unavailable. The device was not returned for evaluation, thus no investigation could be completed. Device manufacture date unavailable because lot number unavailable.

Event description:
A philips employee became aware on 20 july 2021 of a journal article titled "outcomes of transvenous lead extraction using the tightrail¿ mechanical rotating dilator sheath and excimer laser sheath" (wiley, doi: 10.1111/jce.15105, accepted 22 april 2021). In the article, data was collected from the transvenous lead extraction (tle) registry at atrium health carolinas medical center. It was documented that five vascular lacerations and cardiac avulsions occurred and spectranetics devices were in use (2 glidelight or sls, 2 tightrail, and 1 glidelight/sls or tightrail). Because the article did not a specify procedure date for the adverse event described, the procedure date of 01/01/2013 has been populated since the study included data from 2013-2019. Case detail, lead information, intervention specifics (other than sternotomy) and patient outcome cannot be determined from the documentation available. It cannot be determined from the article whether a glidelight or sls laser catheter was utilized, so the manufacturer chose a glidelight device for this complaint/adverse event. Additional information is being sought from the author. This complaint captures #2 of 2 glidelight devices in which a vascular laceration and cardiac avulsion occurred and required intervention, including sternotomy. There was no alleged malfunction of any spectranetics device in use during the procedure.